Event description:
It was reported that a system error (se) 2240 (air in set) alarm occurred during the initial drain on the home choice (hc). The home patient (hp) was connected at the time of the event. The technical service representative (tsr) had the hp closed the transfer set, checked the patient line for air, checked for open clamps on unused supply lines, and checked for leaks. The hp stated everything looked fine. There was nothing found during troubleshooting that would cause or contribute to the alarm. The tsr had the hp close all the clamps and advised to end therapy. The tsr advised the hp to start over with all new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified.  As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.  Baxter has conducted a trend review and found that similar reports have been received for the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.